Event description:
Mirror inside module is shattered (has hit the floor on occasion). Dr (B)(6) used it in a procedure and the light burned through the plastic and burned his nose. Unknown if any treatment needed. Incident happened on (B)(6) 2013. On (B)(6) 2013, customer reports the doctor did not need treatment. Customer has no idea how long the device was in use before event occurred.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.